Manufacturer narrative:
On review of CT images provided of the aortic valve, it is noted that there was severe native valve calcification and severe aortic root calcification. The delivery system was returned to edwards for evaluation, however the distal tip was not returned. The balloon on the retroflex 3 delivery system was visually inspected and no surface defects such as scratches, fish eyes, gel spots, or other abnormalities were noted. A radial tear was observed on the proximal half of the balloon. The distal portion of the balloon was not returned for evaluation. The guidewire lumen was returned and was observed to be stretched and separated from the balloon. Although the distal portion of the balloon was not returned, a picture from the case was provided. The picture shows that there was a longitudinal tear which propagated in the radial direction. This propagation typically happens when a longitudinal tear takes the least resistive path and as a result propagates in the radial direction. Dimensional analysis was conducted for the single wall thickness of the balloon. Measurements could only be taken on the single wall dimensions due to the condition of the returned balloon. All dimensions passed drawing specifications. A device history record review (DHR) was performed and and none of the work orders revealed any issues that could have contributed to this complaint. A lot history review did not reveal any similar complaints. The complaint was confirmed for a balloon burst and separation, but the evaluation revealed no indication that a manufacturing non-conformance was the cause of the reported event. During manufacturing, the following inspections of the balloon and delivery system are performed to prevent non-conforming product from being released: 1. The balloon is 100% visually inspected for defects and cosmetic appearance under minimum 8.0x magnification. 2. The balloon is inflated to ensure proper size and inspected for separation at bond sites, deterioration, mechanical damage, and contamination (100%). 3. Balloon burst pressure is tested on a sampling plan and 100% dimensionally inspected. 4. The delivery systems are 100% leak tested after the balloons are pleat and folded. 5. The balloon is 100% visually inspected for all bond joints. 6. Balloon fatigue and burst test is performed in pv testing (per sampling plan). The results of the visual inspection during returned product evaluation, in addition to the inspections delineated above, make it unlikely that a manufacturing defect in the balloon caused the rupture. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. After a balloon burst, the balloon material may protrude and result in difficulty removing the device from the patient as it may interfere with the patient anatomy (i.e first valve that was deployed in the patient), or patient factors (calcification). Thus, it is possible for the inner guidewire lumen to stretch/separate during system retrieval and for the longitudinal balloon tear to translate into a radial tear and separate into two pieces if excessive force is used. The training manual for the retroflex3 delivery system documents procedural considerations in case of a balloon burst by recommending not using excessive force when removing the delivery system with a burst balloon. The training manual states that ¿if inflation balloon leaks or bursts, without valve embolization, do not use excessive force when removing the balloon and maintain guidewire position.¿ since no manufacturing non-conformances were identified in the product evaluation, no preventative or corrective actions are required. The reports of balloon burst and tip separations were confirmed, however, no manufacturing non-conformities could be found in the returned sample. Available information suggests that patient factors (severe native valve calcification) caused or contributed to the events. Since no manufacturing defects were found, and no labeling or IFU inadequacies have been identified, no preventative or corrective action is required at this time.

Event description:
As reported per the edwards field clinical specialist (fcs), during a transfemoral tavr procedure insertion of the rf3 delivery system went very easily and the valve was positioned 50:50 across the native annulus. During deployment of the valve, while holding balloon inflation for 3 seconds, the delivery system (ds) balloon burst. This resulted in the aortic movement of the valve, and the valve landed 70:30 aortic, with resulting moderate pvl. A second rf3 delivery system was then prepped and positioned 50:50 across the annulus. On valve deployment, the second ds balloon burst, causing the second valve to land 60:40, with only mild pvl. The tip of the delivery system and part of the balloon separated, landing in the aorta. The team was able to snare and lasso the tip and the balloon, and these were successfully removed out of the patient. They are confident that all pieces were removed.

Manufacturer narrative:
The device was returned to edwards, and is currently undergoing evaluation.

Event description:
As reported per the edwards field clinical specialist (fcs), during a transfemoral tavr procedure insertion of the rf3 delivery system went very easily and the valve was positioned 50:50 across the native annulus. During deployment of the valve, while holding balloon inflation for 3 seconds, the delivery system (ds) balloon burst. This resulted in the aortic movement of the valve, and the valve landed 70:30 aortic, with resulting moderate pvl. A second rf3 delivery system was then prepped and positioned 50:50 across the annulus. On valve deployment, the second ds balloon burst, causing the second valve to land 60:40, with only mild pvl. The tip of the delivery system and part of the balloon separated, landing in the aorta. The team was able to snare and lasso the tip and the balloon, and these were successfully removed out of the patient. They are confident that all pieces were removed.